Manufacturer narrative:
Device not returned to manufacturer.

Event description:
While patient was in the hospital in ICU because of pneumonia, the voice prosthesis was aspirated. An ent doctor performed a procedure to retrieve the device from the lungs. The doctor was able to re-insert the device in the patient.